Manufacturer narrative:
(B)(4). Upon follow up, it was reported that the patient was treated with cefazolin intraperitoneally (ip) (dose and frequency unknown) and ceftazidime ip (dose and frequency unknown), for the peritonitis. The patient was discharged from the hospital but experienced cloudy effluent a day later. The patient¿s catheter was cleared and the patient was reported to have recovered from the peritonitis. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The peritonitis manifested as cloudy effluent and the patient was treated with unspecified antibiotics for the event. The patient remained hospitalized with ongoing treatment for the peritonitis at the time of the report. The patient had not yet recovered from the peritonitis at the time of the report. No additional information is available at this time.